Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was intermittently delayed in responding to presses. Customer's blood glucose level was 138 mg/dl. The customer applied more force to the wake button to resolve the issue.